Event description:
Event description boston scientific received information that during the implant for an epicardial lead, the small bullet tip came off of the stainless steel tunneler as it was being directed towards the lead. The tip was able to be retrieved without harm to the patient; however, a slightly larger incision than would otherwise have been needed was required to retrieve the tip. The boston scientific representative believed that the tip was not properly tightened onto the rod, as he put on gloves after the case and was able to tighten the tip onto the rod without issue.